Event description:
It was reported that during a hysteroscopy procedure, the instrument, endocam logic 4k camera head, was not being detected by the 4k medical/video monitor and failed to display a live image. A 30 minute delay occurred while the staff tried to troubleshoot but none have resolved the issue. Another endocam camera head was attained and was able to complete the procedure. There is no report of injury to the patient or other personnel.

Manufacturer narrative:
The user reports that the surgery took longer than expected while patient was under sedation. In richard wolf gmbh risk analysis e2 rev. R01, manufacturing, handling, and design-related hazards regarding functional impairments, as well as risks arising from a non-functional product and resulting delays in surgery time, were considered in light of the corresponding severity of harm and the assumed probability of occurrence and assessed as an acceptable risk. In addition, chapter 8 of the instructions for use bb-a282-05 / en / us / v2.0 / 2021-07 / pk21-0089 instructs the user to perform a visual and functional inspection before and after each use. Among other things, a functional test must be performed using the corresponding camera controller, whereby a clear live image must be visible on the monitor after connecting the camera head. Potential functional impairments of the type described above can be easily detected if these instructions are followed. Furthermore, users are advised in chapters 2 and 4.3 that a functional, equivalent system should always be available due to potential failures. A search of the richard wolf MDR database over the past two years revealed no previous reports of a similar issue classified as a reportable event resulting in death or serious injury. Based on the information available and the fact that a 30-minute delay occurred, rw gmbh consider this case to be a reportable malfunction.